Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2014, patient presented with preoperative diagnosis of herniated nucleus pulpous with spinal stenosis l4-5. Additional diagnosis: solid fusion l5-s1. Procedure performed: exploration of the l5-s1 fusion finding it to be solid, removal of non-segmental fixation l5-s1. It was found to be intact. Redo decompression l4-5 bilateral with partial facetectomy, foraminotomy and excision of herniated disk l4-5 on the left. There was a tlif done l4-5 on the left with a 10x26 cage filled with local bone, a peek cage, then a posterolateral fusion was done from l4 to l5 with segmental fixation from l4-5 and s1 done under stealth guidance, 60 mm peek rod bilaterally. The fusion was done with the local bones and small rhbmp-2/acs kit. Per op notes: foramen was decompressed until free, not as tight as on the left side. Once that was accomplished, the lateral gutter was decorticated and packed with small rhbmp-2/acs sponge and with bone graft. The 10x26 cage had been filled with local bone and tapped in to disk space on the left side. X-rays confirmed excellent position of that cage. No patient complications. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.